Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was placement difficulty and the lead could not be manipulated due to patient anatomy, with possible lead fracture noted. Upon removal of the lead from the body, the helix would not advance or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/ stretching/overstress. The analyst noted that the lead is stretched, causing the inner insulation to buckle, preventing proper torque transfer from the pin to the helix. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.